Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During preventive maintenance testing, the cardioplegia pump began to run erratically and then it displayed a belt slip error. The pump was run more and then began to display "overspeed 3" and "overspeed 1" errors. There were no adverse consequences reported to a pt as a result of this event.